Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Tip broke off, pt almost swallowed due to gag reflex (B)(6) 2013. Doctor was scaling and planing teeth when this occurred, no harm to pt.